Event description:
A malfunction was reported on the pump, identified by a recurring malfunction code after an initial reset attempt. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance by instructing the customer on how to reset the pump and open the tandem t:slim mobile app to ensure logs were uploaded for investigation. Technical support arranged for a replacement pump to be sent. Additionally, a backup insulin pump was ensured for continued insulin delivery.